Event description:
Pt underwent left total hip arthroplasty in 2002. Irrigation and debridement of the wound performed in 2003 due to infection. Treatment included removal of total hip arthroplasty with insertion of an antibiotic cement spacer. Pt was then treated for six weeks with intravenous antibiotics and surgery to replace prosthesis was performed 2003.